Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3005975494-2022-00071 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during endobronchial ultrasound bronchoscopy (ebus) portion of procedure (diagnostic) after collecting sample, the needle was stuck inside the sheath. Staff could not remove needle from the sheath to obtain any further samples. New needle was opened. Per the customer, device was examined. No holes noted on outside of plastic sheath that could be identified. No harm was reported. No patient harm, no user injury reported. The reported issue occurred on the same model (na-u403sx-4019) with different lot numbers on different event date. This event includes four (4 ) reports to capture the reported issue occurred on the same model with different lot numbers and event date. Report with patient identifier (B)(6) (lot kr151147) - event date of (B)(6) 2022. Report with patient identifier (B)(6) (unknown lot) -disposed by the customer- not saved- event date of (B)(6) 2022. Report with patient identifier (B)(6) (lot kr232986) - event date of (B)(6) 2022. Report with patient identifier (B)(6) (lot kr232986) -unknown event date. This report is for report with patient identifier (B)(6) (lot kr232986) - event date of (B)(6) 2022.